Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs system did not provide pain relief. The patient stated the system was reprogrammed multiple times, but the programs did not provide effective pain relief. Consequently, the patient's scs system was removed.